Event description:
Reporter alleged the lancet needle will not retract in the softclix lancet system. Reporter stated that there were no accidental sticks as a result of the malfunction. A request was made for the return of the suspect device and replacement product was sent.